Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.0/2.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted and removed intraoperatively from the patient's left eye (os) on (B)(6) 2023 due to significant reduction of irido-corneal angles and pigment dispersion. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
(B)(4).